Event description:
The manufacturer received information alleging a ventilator's lcd display screen was damaged. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, damage to the lcd display screen was observed. The lcd display screen damage was consistent with physical damage such as the device being dropped. The ventilator's lcd display screen will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.